Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy surgical procedure, the surgeon side console (ssc) had black spots in the right eye when an endoscope was connected. Prior to calling, the customer power cycled the system, without resolving the issue. The intuitive surgical inc. (Isi) tech support engineer (tse) had the customer check the endoscope connections, and replace the endoscope, but the issue remained. The site didn't notice the spots in the ssc when the color bars were displayed. The tse was informed that the black spots were only in the right eye of the ssc, and the vision side cart (vsc) right eye image was good. The site performed a hard power cycle of the ssc and the vsc and reseated all of the blue fiber cables. The site checked the video processor (vp) to endoscope controller (ec) fiber cable connection, and the fiber connection from the vp to the vsc core. The image quality issue remained. The surgeon stated that the issue posed a threat to the procedure and opted to abort. The ports were already placed, and anesthesia had been administered. There were no reports of additional patient impact. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was unsure of what contributed to the reported issue. The system was inspected prior to use. There were no issues noted when setting up the system. The procedure had been in progress for 15 minutes before the issue was noted. The system was docked to the patient when the issue was recognized. The patient was woken up, incisions were closed, and the surgery was rescheduled for the following week. There was otherwise no impact to the patient. There were no post-operative complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting black spots in the right eye of the surgeon side console (ssc), an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the personality module surgeon console (pmsc) and the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The ec was analyzed, and the reported failure was replicated and confirmed. The dual camera interface board (dcib) metal plate was damaged under the camera connector. Excess friction and potential connection issues were noted when inserting an endoscope. This failure is typically attributed to a component failure. The dcib was to be replaced to correct the issue. An upgrade was needed from -16 to -20 by replacing the light engine per service demand. Pmsc analysis is still in progress. The complaint regarding black spots in the right eye of the ssc was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This is considered a reportable event due to the following conclusion: the customer aborted the procedure post-anesthesia and post-port placement due to the black spots in the right eye of the surgeon side console (ssc).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The personality module surgeon console (pmsc) board was returned, and failure analysis has been completed. The board could not be installed onto the test system due to two digital video interface (dvi) connectors of scls boards were damaged. The two scls board will be replaced. The complaint regarding the blotchy vision was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.